Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed, and the reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed. It was reported that the patient did not calibrate since seeing the inaccuracy. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. It was also reported the patient entered bg values outside 40-400 range. The dexcom g4 platinum continuous glucose monitoring share system states: use only blood glucose values between 40-400 mg/dl for calibration. If one or more of your readings is outside of this range, the receiver will not calibrate. However, a root cause for the reported inaccuracy cannot be determined.